Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed but the correct files were not available at the time. Technical services (ts) explained that, based on the information available, it is believed the battery of this device depleted and at some point, the voltage got sufficiently low that the device mode reverted to a back-up storage mode. The physician explained that there are no plans to replace the device due to the current patient's clinical condition. No adverse patient effects were reported. The device remains implanted.